Manufacturer narrative:
Date of original implant procedure is unknown. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record: manufacturing date: june 10, 2015. A review of the device history record revealed no complaint related anomalies. The device history record shows that this lot of 11.0mm ti helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a helical blade, which was originally implanted on an unknown date, cut out of the femoral head. As a result, the patient was returned to the operating room on (B)(6) 2015 to have the helical blade exchanged for a lag screw. The nail was left in place and the outcome of the procedure was successful. There were no fragments generated, nor surgical delays noted. This report is 1 of 1 for (B)(4).